Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead was broken and had varying and high impedance measurements, a high sensing integrity count [sic] and noise was present. Additionally, a patient alert was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. Oversensing was noted with 37 ventricular nst (non-sustained tachycardia) episodes less than or equal to 210 ms on (B)(4) 2012 and 14 vf (ventricular fibrillation) less than or equal to 210 ms average ventricular-cycle between (B)(4) 2012. Sensing - interference/noise was noted with ventricular short interval count (v-sic) equal to 3536.4 counts average per day, in 7.92 days, between (B)(4) 2012. High resistance/impedance was noted with one patient alert for right ventricular pace lead z greater than 3000 ohms on (B)(4) 2012. The weekly pace measurement log data shows an abrupt increase for maximum ventricular pace equal to 480 to 16382 ohms peak between (B)(4) 2012. (B)(4) - the partial lead was returned in segment and analysis found no anomalies. However, the outer insulation had a cosmetic depression and the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted apparent explant damage.